Manufacturer narrative:
Corrected field: -b5 (product problem): the text was corrected as a leadless pacemaker was implanted the following week of the explant procedure. This product is not expected to be returned. If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this right ventricular lead was explanted along with the entire system as a result of an infection. Swelling, irritation and an edema were observed in the skin. The swelled skin eventually peeled off resulting in an erosion and exposing the device connected to this lead. A leadless pacemaker was implanted the following week of this explant procedure. It is not expected that this lead returns for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This product is not expected to be returned. If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this right ventricular lead was explanted along with the entire system as a result of an infection. Swelling, irritation and an edema were observed in the skin. The swelled skin eventually peeled off resulting in an erosion and exposing the device connected to this lead. There is no information regarding when is a new system going to be implanted. It is not expected that this lead returns for analysis. No additional adverse patient effects were reported.